Manufacturer narrative:
The instrument was received loaded with a needle. There were no abnormalities observed during visual and microscopic inspection. Pressure was exerted on the needle in all directions from both sides of the jaws during functional testing; clinically rep material in an effort to simulate clinical conditions. The cause of the reported difficulty could not be identified as there were no abnormalities noted during visual or functional examination.

Event description:
Reportedly, needle would not stay on the instrument. The needle fell into the cavity unexpectedly and was retrieved. Another device was used to complete the procedure without any injury to the pt. Procedure type: nissen; pt sex: unk.